Event description:
It was reported that left ventricular (lv) lead triggered a lead safety switch due to high out of range pacing impedance measurements. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.